Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that there was a technosurveillance alert. A good faith effort attempt was made to obtain additional information regarding the nature of the event. A response was not received. The device was not in clinical use at the time the issue was discovered. Available details indicate that the case has been canceled and no additional details have been provided. The device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer has canceled the call. A good faith effort was made to obtain additional information on how this issue was resolved for the customer but has been unsuccessful to date. The resolution is unknown at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). H3 other text : the case has been canceled and no additional details have been provided.